Manufacturer narrative:
(B)(4). Concomitant products: m2a magnum ¿ modular head (cat. No. 157444, lot no. 637620); m2a taper (cat. No. 139256, lot no. 891010); mallory/head femoral stem (cat. No. 11-104109, lot no. 168570); gps platelet concentration separation kit (cat. No. 800-1003a, lot no. 001471). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00820, 0001825034 - 2022 - 00821, 0001825034 - 2022 - 00824.

Event description:
It was reported the patient underwent a left hip revision procedure approximately 8 years post-implantation. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. One m2a-magnum mod hd sz 44mm was returned and evaluated. Upon visual inspection there is some scuffing on the outside radius of the device with no visible damage to the face. There is no visible debris inside of the taper. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.